Manufacturer narrative:
Replacement pendants were sent to the facility to repair the bed.

Event description:
The account alleged, the pendant cable is pulling away from the pendant body which is exposing bare wiring.